Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k061118.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 alleging erratic readings on their new one touch ultra easy meter, which they had received several days ago. A medical surveillance specialist (mss) sent follow up questions; however, the customer care advocate (cca) was unsuccessful in getting hold of the patient. The following is based on the initial report. On an unspecified date the patient developed symptoms of feeling sweaty and was trembling. He tested his blood glucose and claims he had obtained the following readings, 190 mg/dl, 220 mg/dl and 160 mg/dl. Due to the symptoms he ate a teaspoon of sugar and immediately felt better. He also withheld his oral medication that day due to the symptoms. The patient was unwilling/ unable to troubleshoot any further with the customer care agent. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged high readings, he developed symptoms and had to self-treat with food.